Manufacturer narrative:
Device evaluation completed and codes updated.

Event description:
Per email, it was reported that: as the doctor went to use the item during a case, he noticed that the fiber was fractured in the plastic holder.

Manufacturer narrative:
A review of the device history records of the specimen does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at integer and was determined to be acceptable.

Event description:
Per email, it was reported that: as the doctor went to use the item during a case, he noticed that the fiber was fractured in the plastic holder.